Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range and during basal delivery. Customer's blood glucose level ranged from 152-160 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery.